Event description:
It was reported that, during an emergency procedure the patient required defibrillation. The doctor shocked the patient about 11 times. The system asked 2 times to restart. The customer had to restart to continue the procedure so he could continue. The device was in use at time of event, it is unknown if there was any adverse event to patient at time of event. Additional information regarding this incident has been requested.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
After further investigation it was determined there was no patient harm to paitent.

Event description:
It was reported to philips that, during an emergency procedure the patient required defibrillation. According to the customer, the doctor shocked the patient about eleven (11) times and for at least two of them, the system displayed an error message that a restart was necessary. The device was reportedly restarted, and the procedure was continued without further issue. Subsequent information received indicated that the patient was not negatively impacted as a result of the reported issue. It was also confirmed that redundant monitoring was being used by staff at the time of the event. Additional patient information was requested from the customer; however, none was provided. The device was in clinical use at the time the reported issue was discovered. The patient's condition and/or procedure was one in which required the patient to be defibrillated. There was no allegation that the reported issue negatively impacted or delayed treatment of the patient.